Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na) result for one patient on an architect c8000 analyzer. The following data was provided (customers reference range is 135-145 mmol/l): sample ID (B)(6) initial result was 114, repeat was 130, repeated on another analyzer was 143 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on the architect c8000, serial number (B)(6).. Through an extensive investigation, the fsr found the cup, mixer wash (rohs), part number 7-93133-01, was clogged and needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant sodium results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.